Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 696 mg/dl. The customer's current blood glucose is 146 mg/dl. The customer did experience symptoms such as weakness, sickness and vomiting as a result of high blood glucose. The customer was treated by slow insulin. The insulin pump was on auto mode or not at the time of incident was unknown. The insulin pump will be returned for analysis.